Event description:
Reporter alleged at 4 pm customer's glucose was 136 mg/dl however had low glucose symptoms so gave him some food and juice and called emergency medical systems (ems). It was reported 20-25 minutes later, ems measured 24 mg/dl where customer was taken to the hospital and admitted for four days and given an IV, however unsure if the treatment was given by the ems or at the emergency room. A request was made for the return of the suspect device and replacement product was sent.